Event description:
The customer reported that during an ablation procedure, the pt complained that the area adjacent to the grounding pad site was hot. The area was checked and problem was noted. After the procedure the staff observed a 1 cm x 2 cm red area where the pad was attached. Two days after the procedure, they confirmed the area was clear. The customer does not know if the injury was a burn or rash.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.